Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead triggered a lead integrity alert (lia) with variable impedance levels, increased sensing integrity counter (sic) and double counting r-waves. The patient came in and an x-ray revealed the patient had twiddled their system and dislodged/pulled back the rv lead. A revision procedure was completed to reposition the implantable cardioverter defibrillator (ICD) and the rv lead was extracted and replaced. No patient complications have been reported as a result of this event.